Event description:
Reporting status: serious injury-surgical intervention/permanent damage. Reporting rationale: dissection requiring surgical intervention and causing permanent damage. Device issue: difficult to remove. It was reported that the physician was able to place the 3.5 x 15 mm promus stent between two previously implanted stents. However, additional info received from the account noted the stent was used to treat a fracture of a previously implanted 28 mm unk bare metal stent. They noted that the balloon was slow to inflate and deflate, and they were unable to remove the balloon from the stent. A dissection occurred while attempting to remove the balloon. It was later reported that an intra-aortic balloon pump (iabp) was inserted, and the pt was sent to bypass surgery, where the balloon was successfully removed. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B) (4). (B) (4).